Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent cancer-related surgery on (B)(6) 2015, and turned stimulation off the day of the procedure. However, when the patient attempted to turn the device on, she was unable to establish communication between the ipg and the patient programmer. The sjm representative met with the patient and was unable to establish communication with either of the patient's external devices or using other external devices. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced. The patient reported effective stimulation coverage postoperative and the issue is now resolved.